Event description:
Reporter indicated as vns patient had high lead impedance readings at an office visit. The reporter has decided not to refer the patient for vns replacement surgery at this time, and will disable the vns. The patient will be followed clinically with the vns disabled for now. The patient has a history of device manipulation per the reporter.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.